Event description:
It was reported the patient underwent a lead revision due to not receiving effective stimulation. During the procedure an x-ray identified the scs lead had migrated. The physician added an additional scs lead which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.